Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that sql log showing errors,ram issue. A technical support specialist increased sql capacity and hit added ram to server from 16 to 32 without reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system medication orders were not crossing over to all station. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction and there was a delay in issuing medications to the patient. There were no adverse events or injuries reported based on this event.